Manufacturer narrative:
The reported complaint of download disruption was confirmed. Analysis of device diagnostics determined the root cause to be the low telemetry score. The programmer software behavior was normal. Upon loss of telemetry the programmer would keep the leadless pacemaker in rom mode and require the user to repeat the process from the beginning. The device was performing per design. No anomalies were detected.

Event description:
It was reported that the patient's leadless pacemaker had inappropriately gone into back-up operation during firmware upgrade. The device was successfully restored to nominal settings. The patient was stable.